Manufacturer narrative:
(B)(4). The customer reported that, the battery was an inventory item and was being tested for functionality in a test ventilator. Although requested, the serial number for the ventilator was not provided.

Event description:
It was reported that, the battery for a 980 ventilator generated an error massage and would not charge. The ventilator was not in use on a patient at the time the event occurred.